Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) reached elective replacement (eri) at 2.52v on (B)(6) 2015. The patient was hospitalized on (B)(6) 2015 for reassessment of their parkinson's disease. The patient lived at home with home assistance and had physical therapy twice weekly. The patient walked with a crutch and they were currently taking stalevo, modopar, arlate, mantadix, requip, xatral, inexium, and ceris. The assessment showed the patient had some agitated dreams, nightmares, and sleep behavior disorder. The patient had stagnation with akinesia sometimes associated with cramps and pain in their calves. The patient also had akinesia with stimulation on and medication off with tapping maneuvers of their fingers in the right and left that were greater when stimulation was off. The akinesia was primarily nocturnal so their dose of modopar and requip was increased. At the assessment, the ins was programmed to c+, 2- at 3.5 v, 90 usec, and 180 hz with therapy impedances of 863 ohms on one side and c+, 5- at 3.5v, 60 usec, and 180 hz with a therapy impedance of 1028 ohms on the other side. The hcp stated the ins would need to be changed soon. At the beginning of (B)(6) 2015, the ins stopped before reaching end of life (eol). The hcp later reported the patient was hospitalized from (B)(6) 2015 for continued care. The patient was the intensive care unit and was given preventative anticoagulant therapy. The patient presented with significant dyspnea so an emergency angiogram was done. The angiogram showed the patient had a proximal pulmonary embolism. The patient was treated with heparin via a syringe pump. An ultrasound of the patient's lower limbs showed a free floating deep vein thrombosis in the lower left limb. Treatment with non-invasive ventilation without intubation was sufficient for maintaining a satisfactory respiratory state. The ins was changed on (B)(6)2015 which resulted in a marked clinical improvement and resumption of baseline treatment. Perviscan started on (B)(6) 2015. The patient was transferred to a clinical unit for continued care after they were discharged from the hospital. A pulmonary angiogram was scheduled for three months and a venous doppler ultrasound of the lower limbs was scheduled for a month. The patient had no resting, action or intention tremor, dyskinesia, but they did have mild akinesia of the right upper limb, and mild dysarthria. The patient did still have non-debilitating dyspnea with consistent improvement and treatment for bronchial superinfection started in the intensive care unit was discontinued. Following resumption of the patient's usual treatment, their balance was good and they were walking with a walker. The issue was resolved at the time of this report and the patient was alive with no injury. The patient's medical history included parkinson's disease, urinary incontinence, prostatitis, obesity, thyroid nodules, hiatal hernia, appendectomy, and coccygeal cyst.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) reached elective replacement (eri) at 2.52v on (B)(6) 2014. On (B)(6) 2015, the hcp reprogrammed the ins. At the beginning of (B)(6) 2015, the ins stopped and the patient had a pulmonary embolism that required hospitalization and the ins to be changed. The ins stopped before reaching end of life (eol). The issue was resolved at the time of this report and the patient was alive with no injury. The patient's medical history included parkinson's disease, urinary incontinence, prostatitis, obesity, thyroid nodules, hiatal hernia, appendectomy, and "cyst coccygien operates."

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins battery was at normal end of life. Telemetry and output were okay. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.